Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump alarmed no delivery after a set change, and that it took 4 bolus attempts to deliver 10 units of insulin. The customer attempted to change the infusion set and reservoir again, and this time he noticed that when trying to fill air into the bottle that there was a substantial amount of pressure behind the plunger on the reservoir. The customer used another reservoir and was able to avoid issues for the next two days. However, the no delivery alarm recurred. The patient's blood glucose was 150 mg/dl at the time of incident; however, the customer had a blood glucose of 500 mg/dl yesterday which it took until morning to regain control of. The no delivery alarm was resolved with an infusion set and reservoir change. The reservoir and infusion set was returned and replacements of each product were shipped to the customer.